Manufacturer narrative:
A baxter field service engineer (fse) evaluated the instrument at the customer location. The instrument passed self test, uf (ultrafiltration) integrity and uf accuracy tests twice. Finally the fse performed all the tests per specification with no issue found. During the onsite evaluation a copy of the instrument maintenance log was provided to the baxter fse. Upon review of the document provided it was determined that uf flow meter diaphragm was not replaced in recommended by manufacturer time frame. However, no casual relationship between the issue and the reported event was found. Ultimately the facility biomedical technician has been notified and the diaphragm has been replaced. Upon completion of the evaluation, the instrument was placed back into service and has been used for hemodialysis treatment with no further problems. Baxter is monitoring issues like this. Should significant information became available a follow up report will be submitted.

Event description:
A customer reported to baxter that excessive fluid removal occurred during a hemodialysis treatment on arena hemodialysis instrument. Reportedly, the machine removed 3.0 liters extra fluid from the patient. Regarding clinical outcomes the following information was provided: per the facility manager, the patient had a low blood pressure and experienced symptoms relative to the hypotension; however, he did tolerate it and was able to complete the prescribed time after a bolus amount of saline solution as been infused. Ultimately, upon completion of the dialysis treatment, the patient was discharged ambulatory in stable condition. A copy of the treatment log had been requested by baxter, but not received yet.